Manufacturer narrative:
The insulin pump received with protruded/loose motor drive support disk.

Event description:
It was reported that the drive support cap is protruded. Customer's blood glucose reading is 195 mg/dl. Advised customer not to manipulate or push on the drive support cap while connected. Advised that the insulin pump will be replaced. Nothing further reported.